Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This product is available for evaluation but it has not yet been received. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from associated a stent delivery system with a balloon rupture and a coronary stent dissection. The percutaneous coronary intervention was being performed on a male and the target lesion was in the mid and distal right coronary artery. The lesion was de novo with moderate calcification and moderate tortuousity with 90% stenosis. A cypher (2.5/18mm) was implanted in the distal right coronary artery without any problems, however, as the physician delivered the second cypher (3.0/33mm) to the mid right coronary artery, he encountered slight resistance at first and after positioning the stent at the target lesion, (there was a gap with the distal cypher), the distal end of the balloon ruptured at 10atm as the balloon was being inflated. Coronary angiogram was conducted and a vessels dissection was noted at the distal end of the cypher. The stent was post-dilated with a balloon and the dissection was treated by stenting with an additional cypher (3.0/18mm), which was implanted overlapping the distal end of the cypher (3.0/33mm) and the proximal end of the initial cypher (2.5/18mm). Consequently, all of three cyphers were implanted overlapping each other. There was no report of injury to the patient. The physician suspects that the cypher's defect was caused by the balloon's rupture prior to nominal pressure.